Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed posterior leaflet, and floppy septum. A steerable guide catheter (sgc) was inserted without issues. However, while advancing the clip delivery system (cds), a pericardial effusion from the left atrium was observed by ultrasound. Pericardiocentesis was performed to treat the pericardial effusion. In the physician's opinion, when the sgc was advanced, the sgc tip caused the perforation on the left atrial wall, due to the morphology of the septum (floppy). The sgc and cds were removed together from the patient. The procedure was discontinued with no clips implanted, and the mr remained at a grade of 4. The patient was then transferred to the operating room (or) for open heart surgery.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported pericardial effusion appears to be related to procedural condition. Pericardial effusion is listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as pericardiocentesis was performed to treat the pericardial effusion. There is no indication of a product issue with respect to manufacture, design or labeling.